Event description:
Initially, it was reported that the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. Per report, the surgeon removed the trocar fragment from the operative eye intraoperatively. There was no report of patient injury, and a back-up device was used to complete the procedure. Through device evaluation, it was learned that the trocar from the back-up device also broke during attempt to implant the stents in the operative eye.

Manufacturer narrative:
Additional information: the device history record review of the manufacturing lot, including relevant manufacturing and/or sterilization records, was performed, and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated once, and one (1) stent was found outside the singulator and before the splay. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back for evaluation. The injector¿s splayed trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure as found the investigation. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the trocar splay, fracturing the trocar. The frontal components were likely further damaged due to how the device was shipped back. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. Further inspection found no non-conformances related to the reported event of broken trocar. Conclusions based on the evaluation findings were confounded by the condition of the returned product. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. MFR# reference: (B)(4). Please reference report 2032546-2022-00037 for the report associated with device one of two.